Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large hem-o-lok clip applier instrument did not close properly. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and grip was misaligned. The incident with the clip applier occurred prior to clip application (instrument in patient). It was the second application. The issue was resolved using a back-up instrument. No photos/videos are available for review.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the large hem-o-lok clip applier instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and the reported issue could not be confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument clip test was performed and passed multiple times. The instrument was fully functional. Findings not reported by the customer were identified: the instrument was found to have multiple input disk shafts cracked. Hairline cracks were found on grip input shafts #6 and #7. The instrument was also found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
Refer to h10/h11 for follow-up information.